Manufacturer narrative:
The product was not returned for evaluation. The reporter was unsure if the cannula was properly seated in the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm any product malfunction or other product condition that could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide, model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / page 54: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Using the pod 5 / page 44: warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
Patient¿s mother reported that her son was hospitalized on (B)(6) 2018 due to ¿abnormally high¿ blood glucose (bg) levels. That morning, the patient woke up not feeling well and was vomiting. Patient¿s bg levels had reached 26 mmol/l (468 mg/dl) after wearing the pod between 4 and 24 hours on the back. This pod was applied the previous night, on (B)(6) 2018. The morning of (B)(6) 2018, the pod was removed and replaced with a new one. The patient was then taken to the hospital. At the hospital the patient was diagnosed with diabetic ketoacidosis (dka). In addition, the patient¿s ph levels were reportedly low and ketones were present. The new pod was removed and deactivated at the hospital. No ¿bump¿ was visible at the insertion site when the pod was removed. Patient¿s mother reported that the cannula normally leaves behind a ¿little bump¿ where the cannula was subcutaneously injected. It was indicated that the cannula was not properly inserted in the infusion site and may have dislodged during the patient¿s sleep. As treatment, the patient was administered insulin intravenously. No additional medical treatment was provided. Two days after the patient was discharged from the hospital, the patient visited his endocrinologist to ensure the pdm (personal diabetes manager) was operating correctly and appropriate settings were being used. It was determined by the endocrinologist that the settings were ¿fine¿ and that cannula was causing the high bg levels.